Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had issues with high blood glucose and they suspects that the insulin pump is not alarming for occlusions. The customer did not report any changes in the device. The customer stated that they will find a clap and call back for troubleshooting - to perform the high pressure test. The customer's blood glucose was 8.0 mmol/l.